Event description:
The patient has experienced intermittencies when using the external equipment. The patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. In 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.